Event description:
1.25mm k wire threaded 292.62 guidewire used during surgery with a piece breaking off into pt's foot. Approximately .5cm length left in foot. Dr. Is aware and stated it could not be removed from foot.

Event description:
1.25mm k wire threaded 292.62 guidewire used during surgery with a piece breaking off into pt's foot. Approximately .5cm length left in foot. Dr. Is aware and stated it could not be removed from foot.